Manufacturer narrative:
According to the customer, the gastrostomy tube "cracked on the top where it was leaking". The customer reported the tube was replaced in the home under "sterile technique". The customer reported "there was no harm that came to the patient". The customer reported she discarded the gastrostomy tube after replacing it. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the gastrostomy tube "cracked on the top where it was leaking".